Event description:
The customer received questionable results on intact human chorionic gonadotropin + the beta subunit (hcg+b) for one patient sample. All results are in miu/ml. The initial result was 6,120, which was reported outside of the laboratory. The sample was repeated twice on the same instrument and generated results of >10,000 both times. The sample was then repeated a third time with a 1:10 dilution. The diluted result was 43,477. The customer deemed the diluted result of 43,477 to be the correct result and a corrected report was issued. There was no adverse event. The lot of hcg+b reagent in use was 16758402, with an expiration date of 07/31/2013. The field service representative could not find a cause. He checked the sample probe, sipper probe and stirrers. He also verified the mixer, system volume check and alignment of probes and mechanisms. He did performance testing, which passed. It was noted that the customer was not using the recommended rack adaptors.

Manufacturer narrative:
The investigation could not determine a specific root cause. The data provided by the customer was evaluated. Reagent integrity was not able to be assessed. It was noted that the sample clotting time was not according to recommendations. It was also noted that the customer was not using the recommended rack adapters.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.